Event description:
Procedure: hernia repair. Patient sex: unk. Reportedly, during use the balloon broke however, no pieces disengaged or fell into the surgical area. Another instrument was used to complete. There was no effect to the patient reported.